Manufacturer narrative:
The device was not available for investigation and the surgeon did not give permission for testing. Further information will be reported, if received.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted with a prosa valve on an unspecified date. Postoperatively, the setting was moved from 32 to 20 sometime around (B)(6) 2017. After that date, the prosa could not be adjusted by the surgeon nor by the aesculap clinical application specialist on (B)(6) 2018. The patient experienced "illness and grave symptoms" as a result of improper cerebrospinal fluid (csf) drainage. The valve was explanted and revised due to the complications. Additional information was not provided, however, it has been requested.